Manufacturer narrative:
Medical records have been received by the manufacturer and a supplemental report will be filed with the results of the clinical investigation. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Based on the medical records information it appears that this (B)(6)-old male patient was hospitalized after experiencing increased shortness of breath. The patient was admitted on (B)(6) 2015 and diagnosed with acute on chronic systolic heart failure that was manifested by an elevated left ventricular end-diastolic pressure (lvedp) and brain natriuretic peptide (bnp). Patient was found to have a new diagnosis of atrial fibrillation. According to the peritoneal dialysis registered nurse (pdrn), the patient has been in the hospital due to his cardiac issues. Patient was placed on hemodialysis for better fluid control and received a transcatheter aortic valve replacement. Patient's echocardiograms did show cardiac improvement after the valve replacement. Patient was discharged from the hospital on (B)(6) 2015. As a note, the patient was hospitalized on (B)(6) 2015 for hematuria. Patient felt it may have been from his foley catheter but, the patient's inr was 4. The physician's notes state that his inr certainly may have led to mucosal bleeding from his bladder wall. Medical records do not contain peritoneal dialysis records, lab results, hospital treatment notes, hospital progress notes, history and physical or medication sheets for review. There is no documentation in the medical record that indicates a causal relationship between the patient's liberty cycler and patient's shortness of breath or hospital admission. The patient's cardiac issues were confirmed in diagnostic tests and were the primary contributors to the patient's hospitalization. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process.

Event description:
A peritoneal dialysis (pd) patient called into the technical support department to report receiving cycler warnings during his treatment on (B)(6) 2015. Upon follow-up, the patient's pd nurse reported that the patient had been hospitalized with fluid overload due to the patient's congestive heart failure and aortic stenosis; the patient also had his aortic valve replaced. Medical records show the patient was admitted to the hospital on (B)(6) 2015 for acute on chronic systolic heart failure. The patient presented with shortness of breath that he has had over the past few months but worsened in the past few weeks and was consistent with the new york heart association class IV for dyspnea. He denied chest pain, but had lower extremely swelling. Severe aortic stenosis and atrial fibrillation were during this admission. The aortic stenosis was treated with a valve replacement and warfarin was started due to the atrial fibrillation. The patient was hemodialysed briefly for volume overload and acute on chronic systolic heart failure. The patient was discharged on (B)(6) 2015 and returned for a consultation with his physician on (B)(6) 2015.